Event description:
Robotic permanent cautery hook ref#k13240222-0142, was being used during robotic hysterectomy procedure and the surgeons noticed the wires at tip of instrument had become frayed. This was visible on laparoscopic screen. The instrument still had 5 lives remaining.